Manufacturer narrative:
Investigation summary the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is unable to be confirmed with the information present. The root cause was not determined, but there is an open CAPA to further investigate. CAPA 1632720 is pending approval for investigation of "results" issues. No parts or materials were replaced or returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. The test was not repeated and interpreted as negative due to irregular curves. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. The test was not repeated and interpreted as negative due to irregular curves. Erroneous results were not reported out and there was no report of patient impact.